Event description:
A patient sample was tested for calcium on a dimension exl with lm instrument. The mnemonic for the calcium method on the dimension exl with lm instrument was 'ca' the method found in the laboratory information system (lis) for the calcium result was 'ac'. The customer was using software version 10.0, and there is not a test supported in dimension software version 10.0 that uses 'ac' as a mnemonic. There were no reports of patient intervention or adverse health consequences due to the 'ca' mnemonic transmitting to the lis as 'ac'.

Manufacturer narrative:
A siemens global product support (gps) specialist evaluated the instrument data. After evaluation of the instrument data, the gps specialist discovered that the dimension exl with lm instrument had sent the correct data to the lis. The dimension exl with lm instrument performed according to specifications. The cause of the lis receiving 'ca' as 'ac' is unknown. The customer would not provide additional data. The instrument is performing according to specifications. No further evaluation of the device is required.